Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an adverse event occurred. The sensor was inserted into the abdomen on (B)(6) 2019. The patient's mother stated the patient had a stomach bug for a few days and during that time, the dexcom was displaying a sensor error. She stated the patient vomited and she checked the patient's blood sugar with a bg meter and the patient was hypoglycemic. The patient was placed on a negative basal on their insulin pump and was provided gluco juice. Data was evaluated and the allegation was confirmed. The probable root cause was determined to be sensor noise. Labeling indicates: if you get a system error - such as no readings, sensor error, or signal loss - you won't get g6 readings or alarm/alerts. No additional patient or event information is available.